Event description:
The complaint states that hour glass/no readings/sensor error in status box was reported. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post-investigation as the allegation was not found.

Manufacturer narrative:
(B)(4).